Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to deliver a bolus after a meal and the blood glucose (bg) level elevated to 327 mg/dl. A bolus was delivered to address the bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.